Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was not opening and failed, required maintenance. Customer tried rebooting the device, but issue still persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 on the auxiliary unit had failed to stay closed due to a missing magnet in the latch inseparable. The field service engineer (fse) installed a replacement inseparable with the magnet and verified proper sensor detection. The system functioned as intended after field service engineer repaired the device.